Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia during the first evening and overnight after starting therapy, with a documented glucose nadir of 48 mg/dl and approximately three hours below range while performing physically demanding work; education and troubleshooting were provided, including use of a higher secondary target on busy nights and treatment with oral carbohydrates. Symptoms included shaking. Outcomes included no hospitalization or medical intervention beyond consultation with a clinician and successful self-treatment with oral glucose. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device alerts or alarms reported and an undetermined cause. It was concluded that the event was user-experienced hypoglycemia with cause not determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.